Manufacturer narrative:
A supplemental report is being submitted for additional information. Updates were made . Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient received medical intervention for the right heart failure and kidney failure including additional medication. The patient also had a computed tomography (CT) scan.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files did not reveal any anomalies within the analyzed period. Of note, the alarm file was not available for analysis. Information received indicated that the patient experienced clear signs of heart failure progression, kidney failure that is about to reach dialysis, issues with their pleural fluid, worsening respiratory condition, and have been admitted for further investigation. A computed tomography (CT) scan and echocardiogram were performed and the vad speed was then adjusted to 3600 revolutions per minute (rmp). The patient also received medical intervention for the right heart failure and kidney failure including additional medication. It was noted the that the patient was above 100 kg and their condition was "continuous aggravation." Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, renal dysfunction, pleural effusion, and respiratory dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient info and event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced clear signs of heart failure progression, kidney failure that is about to reach dialysis, issues with their pleural fluid, worsening respiratory condition, and have been admitted for further investigation. An echocardiogram was performed with the vad at a speed at 3400 revolutions per minute (rpm)/4.2 liters. The vad rpm was increased to 3600 rpm as the septum was visualized as straight and gained approximately 0.5 l/ more per minute. It was noted the that the patient was obese, above 100 kg and their condition was "continuous aggravation." The vad remains in use. No further patient complications have been reported as a result of this event.